Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to a low blood glucose (bg) level of 20 mg/dl due to incorrect time being set due to daylight savings. Reportedly, customers mother attempted to self-treat by providing assistance by administering baqsimi; however, customer was and treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.